Manufacturer narrative:
Since co has been unable to obtain any additional information on this incident, investigation of this event was limited to a review of the device history record and a trend analysis. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was also performed on similar incidents involving this catalog and lot number and has not identified any trends. In conclusion, the patient's report of a fractured device catheter is inconclusive. Based on the information available and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The MFR is now closing the file on this event; however, should any additional pertinent information and/or the device become available the MFR will reopen its investigation and submit a follow-up report on this event.

Event description:
On 8/16/96, the MFR received a letter from the pt inquiring about the quality and durability of the device. The device was stated to have been implanted within the left subclavian on 4/15/96 for use in the pt's chemotherapy treatments. The letter states that the pt had problems with the device from the beginning. The pt reports that it required a catheter gram within a few days and required the pt to assume unusual body positions in order for aspirations and infusion to be accomplished utilizing the device. The letter additionally stated that on 6/1/96, it was impossible to either aspirate from, or instill into, the device. The pt reports that he began experiencing chest pain and dyspnea on mild exertion. This subsided somewhat with rest, but persisted so that the pt reported the circumstance to the surgeon who installed the device. On 6/2/96, after discussing the problems, the physician reportedly advised that the device be replaced. The pt was scheduled for removal and replacement of the device on 6/10/96. During the interval from 6/2/96 to 6/10/96, the pt stated that he continued to have chest discomfort and dyspnea. On 6/10/96, during pre-operative evaluation, a chest x-ray was obtained and revealed a large segment of catheter coiled within the right ventricle of the heart. The pt was sent to the cardiac catheterization laboratory where a snare had to be inserted through the femoral vein to snare the 30cm, or so, catheter fragment and remove it through the point of insertion of the snare at the groin. Upon removal of the fractured catheter, the pt returned to the outpatient surgical suite and had another device inserted on the right side of his chest. The physician's office contacted for further info, however, it was revealed that the physician had moved his practice to another state and is no longer the pt's primary care physician.